Event description:
The patient fell a couple of weeks prior to this report and then had an abrupt increase in pain in his back the saturday prior to this report. A dye study was attempted in the office on (B)(6) 2015, but the physician was unable to aspirate. The pump logs were checked. The patient was taken to surgery. The surgeon was also unable to aspirate the catheter through the cap (catheter access port) once the pump pocket was opened, so he cut the catheter in the pump pocket and then could easily aspirate. The pump and sutureless pump connector were replaced. The patient status was reported as ¿alive ¿ no injury¿. The patient was doing better after the procedure. The device system was delivering prialt.

Manufacturer narrative:
Device evaluation summary: a portion of the catheter was received for analysis. Analysis of that portion found ¿no significant anomaly ¿ catheter body ¿ dried drug, blood, or foreign material occlusion¿. (B)(4)

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.